Manufacturer narrative:
(B)(4). The device is not available to baxter for evaluation. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Event description:
Medwatch was received at baxter on (B)(4) 2011. Customer reported priming new total parenteral nutrition line and connected precedex drip to new line. Primed line with maybe 10ml precedex. At 6:30 based on precedex rate of 3.3 ml/hr (milliliters/hour), patient should have received 26ml of the drip and there should have been a remaining 24ml in the syringe. After priming the new intravenous line with about 10ml of precedex there should have been about 14ml of precedex left in syringe but syringe was empty. Patient awake and responsive. All vital signs stable. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.